Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user alleged insulin pump for possible under delivery anomaly. Blood glucose level was high of 234 mg/dl and they treated with insulin pump. Customer stated that they alleged insulin pump for under delivery because there was a pink dot on insulin pump. Customer had high blood glucose. Customer declined to troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was using auto mode feature at the time of reported event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.